Event description:
On (B)(6) 2013, the physician requested a battery life calculation to help determine if the generator needed to be replaced because the patient's seizures were status quo, but had picked up in numbers. The vns output current had been set to 1.00 ma since (B)(6) 2009, and was increased to 1.25 ma the past week. A battery life calculation was performed which indicates the vns had about 1.9 years until end of service; however, not all programming history was available for the calculation. Follow up with the physician found that since the patient is now doing well on current therapy, they were not interested in discussing further details. No other information was provided.